Event description:
Pt's intrathecal catheter migrated out of the intrathecal space, causing the pt to experience withdrawal symptoms of sweats and chills. The pt's infusion pump was also irritating the implant site. The explanted device was returned to the MFR for analysis with the comment "mechanical pump failure", which does not correlate with the info the MFR received from the health care provided in follow-up investigation. Only the pump was returned for analysis, which is enclosed on page two of this report.